Event description:
It was reported that complete heart block occurred. The patient presented with right bundle branch block (rbbb). A 27mm lotus edge valve was advanced for implantation. When the lotus edge valve delivery system crossed the patient's native aortic valve, the patient went into complete heart block and became pace maker dependent. One (1) day post procedure, a permanent pace maker was implanted.